Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during use, the balloon of the fogarty catheter would not deflate. The device was reported to have been used a couple of times in the patient until it would no longer deflate. There was no allegation of patient injury. Patient demographics were not able to be provided per the hospital¿s confidentiality policy.

Manufacturer narrative:
The customer has reported that the device had been discarded; however, it was subsequently returned for evaluation. Our product evaluation laboratory received one model 120804f catheter. The balloon was inflated with 1.7ml air and inflated clear and concentric, and did not leak. Balloon deflation with air was achieved in less than 1 timed second. The balloon was again inflated using 0.75ml water and the balloon inflated clear and concentric, and did not leak. Balloon deflation with water was achieved in 4 timed seconds. Both deflation times were within specifications. The catheter body, balloon latex and both windings appeared to be in good condition. Blood was visible on the balloon latex and both balloon windings. The customer report of "catheter would not deflate" was not confirmed on evaluation, as the device responded appropriately during functional testing. It is unknown whether user or procedural factors contributed to the stated event. There was no evidence of a manufacturing nonconformance; however, an engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint.

Manufacturer narrative:
The device was discovered to have been discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. A fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.